Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was did not power on. There was no patient harm or serious injury reported as a result of this incident.